Event description:
It was reported that the right atrial (ra) lead had dislodged. It was further noted that the ra lead had helix issues and the physician was uncertain if the helix was properly retracting and deploying. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented that dried tissue/body fluid in the sleevehead prevented the helix from retracting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.